Event description:
Approx 10 minutes into the dialysis treatment, the pt experienced back pain. The pt was taken off of the involved dialyzer and placed on a competitor dialyzer. The involved dialyzer was first use, and was not pre-processed.